Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? Original procedure tka (B)(6) 2017. What tissue was the stratafix symmetric suture used on? In all cases the tissue sutured was the quad tendon and medial retinaculum (peripatella arthrotomy) for total joints. Where did the suture start (top to bottom or bottom to top)? In all cases, the suturing started proximal going distal in the original surgeries with a bite. When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Approximately 1 cm from the wound edges. Were any solutions used during closure (ie antimicrobial)? No solutions were used during the closures. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Injured going down stairs and she fell. Presumed to have hyperflexed the knee. What was the date of the second procedure? Second procedure (B)(6) 2017. Can you describe the appearance of the suture during the second procedure? Findings at the time of second surgery-¿complete rupture of the quad tendon and the superior pole of the patella leaving a small soft tissue cuff extending laterally. Was the suture found intact and tissue pulled away from suture? The parapatellar repair was intact. Was the suture found broken, can you identify where (termination, middle, end)? . Can not recall the condition of the suture. What is the patient name,dob, age, gender, weight, bmi, past medical history? Patient (B)(6) female, (B)(6), bmi 33.8. Med hx: htn, copd/asthma, rheumatoid arthritis, hypercholesterolemia, hypothyroidism, anxiety. What is the current condition of the patient? Last office visit (B)(6) 2018, home physical therapy continued.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2017 and barbed suture was used. Approximately 8 weeks post procedure, the patient fell down the stairs and presumed to have hyperflexed the knee. A second procedure was performed on (B)(6) 2017. The surgeon noted complete rupture of the quad tendon and the superior pole of the patella leaving a small soft tissue cuff extending laterally. The parapatellar repair was intact. The appearance of the suture during the procedure was unknown. The patient is currently home with physical therapy. Additional information was requested.